Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was confirmed. Fse was able to replicate the reported issue. The fse found the master tool manipulator (mtm) finger grip spring was jammed and the grip would not fully open and close. Fse replaced the mtm to resolve the issue. The system was tested and verified as ready for use. Failure analysis investigations replicated and confirmed the customer-reported complaint. The issue was reproduced during visual inspection. The following parts will be replaced as a fix: grip lever, inner grip spring, outer grip spring.

Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure, the instrument on arm1 (long bipolar) would not close all the way. The customer informed the technical support engineer (tse) that the instrument was reseated but the issues continued. The tse walked the customer through reseating the sterile adapter, and instrument. The customer was unable to confirm at the time of the call. The customer had insufflation issues and would call back if the issue persisted. The procedure was completed as planned.